Event description:
Additional information: it was stated that the pump was set to minimum infusion rate and patient had been started on oral meds and had no withdrawal symptoms. There was "no explanation or event to cause the stall".

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed a motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. There were multiple motor stalls and recoveries seen in the pump logs. The pump was received with a hard motor stalled that later recovered in the lab. There was significant residue and shaft wear on the upper shaft of gear 2 and some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Event description:
A critical pump alarm confirmed by telemetry due to motor stall was reported. The stall was constant. The pump was reportedly stalled since (B)(6) 2013 at 7am. Per reporter patient did not have an MRI or any other medical procedures or any interaction with magnets. Drug delivered via the device was sufentanil 80mcg/ml, 27.613mcg/day. A pump replacement was scheduled on (B)(6) 2013. Patient symptoms were not reported. It was later reported that the pump was replaced on the set date and the patient was doing fine. The pump logs showed the pump stalled and recovered on (B)(6) and again on (B)(6). There were no events to cause the stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.